Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the set screw of the pacemaker was stripped resulting in the lead cannot be fixed. The pacemaker was not used and replaced. The patient was in stable condition.